Event description:
The following was reported to hamilton medical ag: some weeks ago they sent a video (sent to you both via whatsapp ) where dr. (B)(6) set 6.5 cmh2o of ncpap, set the high flow alarm in 20 lpm. She saw in that case the minimum flow to generate the desired pressure was 13 lpm (due to the existent leakage). Then, she thought it was a very high flow and she set the alarm to 8 lpm; in few seconds the pressure drop from 6.5 cmh2o to around 3 cmh2o. She complains this is happening in all c1s. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer 143071 in this follow up 1 report, section b5 has been updated: (B)(6) is the hospital for mothers and babies inside the (B)(6) university. Currently they have 31 x hamilton-c1s some weeks ago they sent a video (sent to you both via whatsapp ) where dr. (B)(6) set 6.5 cmh2o of ncpap, set the high flow alarm in 20 lpm. She saw in that case the minimum flow to generate the desired pressure was 13 lpm (due to the existent leakage). Then, she thought it was a very high flow and she set the alarm to 8 lpm; in few seconds the pressure drop from 6.5 cmh2o to around 3 cmh2o. She complains this is happening in all c1s. That time they reported 2 cases of gastric hyperinsuflation. I went there for a talk. I explained that the flow depends of the leakage of each specific patient and, if they want to work with the minimum possible flow, they would, first of all, try to minimize the leakage, changing. The baby position, closing the baby's mouth, etc. Besides, they would start setting the alarm to 8 lpm (minimum), before connecting the ncpap to the bay. If the 8 lpm was not enough to generate the desired pressure they should start increasing the high flow alarm very carefully. After checking the minimum flow to generate the ncpap, they should adjust the high flow alarm only 1 or 2 lpm higher. Everything seemed to be right after the talk but, las week, they asked me if the high flow alarm was active, cutting the flow if the set limit was reached. Then, they related a third case where the user said, she saw 20 lpm in the display despite of the alarm set on 15 lpm. This is the whole history; they were asked to supply the 3 serial numbers but they did not so far. I will try to create a ky2help cer even w/o the serial numbers of the involved units. Follow up 1: investigation: the issue was identified during ventilation, consequently, the ventilation was interrupted and the patients needed medical intervention. The newborn baby was diagnosed with gastric rupture due to gastric perfusion requiring surgical treatment. The premature patient had abdominal distension and gastric perfusion. He needed intubation, ventilation, and went to surgery (laparotomy). The outcome of the medical interventions have not been shared by the customer. It is not known whether the reported events affected the babies' health. No harm to user or third party was reported. Based on the tests fleximed performed the 3 devices involved worked as specified and as intended. The root cause was determined to be that the user set the flow alarm limit too low in ncpap/ncpap-pc. Limiting the maximum flow with the flow alarm limit in a way, that the set peep/CPAP cannot be applied may lead to increased work of breathing or a transient desaturation. We identified a training need for the user to better differentiate passive and active ncpap systems. With the ncpap in hamilton-c1, the flows may be higher than in conventional active ncpap generators. Nevertheless, this increased flow does not reach the patient but follows the path of least resistance, in this case, the expiratory valve. It is unlikely, that this increased flow contributed to the described patient harm. Ncpap modes on hamilton-c1 are on the market for 10 years. A trend review in ky2help revealed no similar cases so far. Reviewing the existing data in the cer, it seems likely, that the user only read the caution after the first incident. We identified a training need for the user to better differentiate passive and active ncpap systems. No CAPA will be raised as a usage problem was identified. Nevertheless the failures are monitored constantly and if the failure rate was to increase a CAPA will be considered.

Event description:
The following was reported to hamilton medical ag: - some weeks ago they sent a video (sent to you both via whatsapp ) where dr.(B)(6). Set 6.5 cmh2o of ncpap, set the high flow alarm in 20 lpm. She saw in that case the minimum flow to generate the desired pressure was 13 lpm (due to the existent leakage). Then, she thought it was a very high flow and she set the alarm to 8 lpm; in few seconds the pressure drop from 6.5 cmh2o to around 3 cmh2o. She complains this is happening in all c1s. No patient harm or consequences

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). In this follow up 1 report, section b5 has been updated: (B)(6) is the hospital for mothers and babies inside the (B)(6) university. Currently they have 31 x hamilton-c1s. Some weeks ago they sent a video (sent to you both via whatsapp ) where dr. (B)(6) set 6.5 cmh2o of ncpap, set the high flow alarm in 20 lpm. She saw in that case the minimum flow to generate the desired pressure was 13 lpm (due to the existent leakage). Then, she thought it was a very high flow and she set the alarm to 8 lpm; in few seconds the pressure drop from 6.5 cmh2o to around 3 cmh2o. She complains this is happening in all c1s. - that time they reported 2 cases of gastric hyperinsuflation - I went there for a talk. I explained that the flow depends of the leakage of each specific patient and, if they want to work with the minimum possible flow, they would, first of all, try to minimize the leakage, changing the baby position, closing the baby's mouth, etc. Besides, they would start setting the alarm to 8 lpm (minimum), before connecting the ncpap to the bay. If the 8 lpm was not enough to generate the desired pressure they should start increasing the high flow alarm very carefully. After checking the minimum flow to generate the ncpap, they should adjust the high flow alarm only 1 or 2 lpm higher. - everything seemed to be right after the talk but, las week, they asked me if the high flow alarm was active, cutting the flow if the set limit was reached. Then, they related a third case where the user said, she saw 20 lpm in the display despite of the alarm set on 15 lpm. This is the whole history; they were asked to supply the 3 serial numbers but they did not so far. I will try to create a ky2help cer even w/o the serial numbers of the involved units. Follow up 1: investigation: the issue was identified during ventilation, consequently, the ventilation was interrupted and the patients needed medical intervention. The newborn baby was diagnosed with gastric rupture due to gastric perfusion requiring surgical treatment. The premature patient had abdominal distension and gastric perfusion. He needed intubation, ventilation, and went to surgery (laparotomy). The outcome of the medical interventions have not been shared by the customer. It is not known whether the reported events affected the babies' health. No harm to user or third party was reported. Based on the tests fleximed performed the 3 devices involved worked as specified and as intended. The root cause was determined to be that the user set the flow alarm limit too low in ncpap/ncpap-pc. Limiting the maximum flow with the flow alarm limit in a way, that the set peep/CPAP cannot be applied may lead to increased work of breathing or a transient desaturation. We identified a training need for the user to better differentiate passive and active ncpap systems. With the ncpap in hamilton-c1, the flows may be higher than in conventional active ncpap generators. Nevertheless, this increased flow does not reach the patient but follows the path of least resistance, in this case, the expiratory valve. It is unlikely, that this increased flow contributed to the described patient harm. Ncpap modes on hamilton-c1 are on the market for 10 years. A trend review in ky2help revealed no similar cases so far. Reviewing the existing data in the cer, it seems likely, that the user only read the caution after the first incident. We identified a training need for the user to better differentiate passive and active ncpap systems. No CAPA will be raised as a usage problem was identified. Nevertheless the failures are monitored constantly and if the failure rate was to increase a CAPA will be considered. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: some weeks ago they sent a video (sent to you both via whatsapp ) where dr. (B)(6) set 6.5 cmh2o of ncpap, set the high flow alarm in 20 lpm. She saw in that case the minimum flow to generate the desired pressure was 13 lpm (due to the existent leakage). Then, she thought it was a very high flow and she set the alarm to 8 lpm; in few seconds the pressure drop from 6.5 cmh2o to around 3 cmh2o. She complains this is happening in all c1s. No patient harm or consequences